Manufacturer narrative:
Analysis of the pump found the pump passed all non-destructive lab testing. There were no anomalies observed in the logs. During the destruction analysis, the technician inspected the hybrid, feedthru, pumphead assembly and motor assembly. Each of the gears was inspected for any anomaly. No anomaly was found.

Event description:
It was reported that the healthcare provider (hcp) found the catheter to be blocked in (B)(6) 2012 and a revision was planned. At the time, the occlusion was discovered, the patient was started on oral medication with good symptom control. The patient was referred to a surgeon for revision, but the revision was delayed due to the fact that the patient was doing so well on oral medication. The revision was reviewed again in (B)(6) and it was "approved", however the patient had passed away. The patient's death was unrelated to the device or therapy. There were no symptoms reported in relation to the catheter occlusion. The pump was removed following the patient's death, and returned. The medication in the pump was baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Only the pump device was returned. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion: reported are applicable to the catheter device only and do not address the returned pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.